Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had occasional blackout. The event occurred during a therapeutic laparoscopic surgical procedure while the patient was under sedation. The intended procedure was completed by using same device. There were no reports of patient harm.